Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information, but it could not be received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg was unable to communicate with external devices, and patient lost therapy. Troubleshooting was unable to resolve the issue. It is unknown if ipg depleted prematurely. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention took place to explant and replace the ipg to address the issue.

Manufacturer narrative:
A case of no ipg communication was reported to abbott. Attempts were made to connect to the ipg with a pc and cp, but none were successful. The patient denies any recent surgeries or procedures. No cp logs were made available. The patient's ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.